Event description:
A healthcare facility, reported that the probe port of a quantity of 8 900mr751 reusable heaterwire connectors cracking and would not pass the ventilator leak test. No patient consequence was reported.

Manufacturer narrative:
The device is en route to the manufacturer for inspection. We were unable to carry out a lot check as no lot information was provided with this complaint.